Event description:
It was reported that during a percutaneous coronary intervention, a shaft detachment occurred. The 80% stenosed, 2.75x10mm, de novo, concentric target lesion was located in the moderately calcified and angulated mid left anterior descending artery with a significant bend of 30 degrees. Vascular access was obtained via the right femoral artery. The 2.50mm x 15mm emerge balloon was inflated twice (1st inflation 12atms for 12 seconds, 2nd inflation 12atms for 12 seconds) during the second inflation a sudden pressure drop was noted. Resistance was felt and shaft detachment occurred during device withdrawal. An attempt to retrieve the distal shaft with a guide catheter was not successful. The proximal shaft was removed and the distal shaft segment was removed using a non-bsc snare. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).